Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es device was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 on main was not detected on the communication bus. A field service engineer reseated the drawer board connector to resolve the issue. The system functioned as intended after the field service engineer repaired the device.